Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient implanted with the spacer having spinal therapy. It was reported that the implant did not lock when attached to the inserter, and it was not expandable. The implant does not remain in the patient and the implant was removed during the surgery. In-patient hospitalization/prolongation of existing hospitalization was not necessary, and no additional or revision surgery was performed. No patient complications have been reported as a result of this event. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #(B)(4) : part # 8880823, lot# 0987098w visual and optical examination review confirms implant threads damaged. Witness marks and material deformation noted on the thru hole of the peek anterior ramp. These observations are consistent with overload of the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.